Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2011-00555. Related to MFR report # 2183959-2011-00556. On (B)(6) 2008 an "ams perigee system with intexen," was implanted. The graft, "was implanted to treat pelvic organ prolapse." Reportedly since (B)(6) 2010 "as a result of having the product implanted in her," the patient has experienced, "significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial deformity, has undergone corrective surgery." The patient also has "painful scarring and worsening and continuing dyspareunia." The patient also had "additional hospital admission;" "mesh erosion, shrinkage, hardening, chronic pain and worsening dyspareunia," that lead to vaginal surgery. The patient "required and will continue to require healthcare and services;" has "chronic, debilitating pain and other such damages," and "severe and permanent injuries."